Manufacturer narrative:
(B)(4).

Event description:
The customer stated there was an electrical smell coming from their cobas integra 400 plus analyzer. There was no smoke or flames and no one was overcome by the smell. There was no adverse event. The field service representative found the absorbance photometer lamp connector cable to the lamp assembly was melted and the photometer lamp current was very high. He replaced the photometer and absorbance photometer lamp cable. He ran a check and determined the lamp voltage was normal. The customer ran calibrations and qc with all results within the acceptable range.